Event description:
Review of surgeon's database report shows no comments relative to surgery issues, however, the pre and post op pt x-rays show a bent im nail, which has been replaced by exchange nail surgery. Review of e-mail system found no additional info on the case. Cause: the cause appears to be possible external stress placed on the area of a non-union fracture site causing a bend in the implanted im nail. No indication of product defect.